Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid), extend ii, lot #dn025, when testing a patient sample containing anti-d on the echo.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The package insert indicates: "weak examples of other clinically relevant antibodies, such as passively adminsteredt anti-d, may fail to react by capture ready screen, even though the antibodies are detected by an alternatative technique."